Manufacturer narrative:
(B)(4)

Event description:
It was reported during the implant procedure, the physician tore the suture sleeve when it was sewn on the muscle. A new sleeve was used to complete the procedure. The patient condition was reportedly fine.